Event description:
Initially, the customer called to report motor error alarms after rewinding the insulin pump and placing the reservoir into the device. Troubleshooting was performed and the customer stated that anytime something is done, she is disconnected from the device. The caller mentioned riding horses and having a crack around the reservoir compartment. She stated that a piece is missing where the reservoir locks. Two months later, the customer called back and stated that she did not program anything in the insulin pump and 300.0 units filled in the reservoir were delivered into her body within two hours. The customer did receive a low reservoir alarm then she tried to rewind but was unable to do so. The caller went to the hospital because she broke her foot due to low blood glucose. The customer has been off the device since then and currently she is on the insulin pen. The blood glucose reading at time of admission was 42mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The motor passed the motor test. No unexpected bolus delivery on its own noted during testing. The device was received with cracked case on the display window corners, severely scratched screen, cracked and reservoir tube, broken reservoir tube lip, cracked battery tube threads, and scratched around the case.